Event description:
Customer reported receiving an unspecified reading on her adc meter that was higher than an unspecified reading obtained on an unknown brand paramedic's meter. Customer further reported experiencing symptoms that were described as "severe headache, vomiting, cold, clammy and shaking" and having a seizure. Customer self-treated with coke. Paramedics were called and transported customer to a local health care facility where she was diagnosed with hypoglycemia and treated with unknown "IV" and "injection valium". It is also known that customer received glucose; however, the route of administration and whether glucose was administered by the paramedics or at a local health care facility is unknown. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the event date is the date when abbott diabetes care became aware of this medical event. (B)(4).

Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated with returned strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addittion, retained test strip samples from the same lot reported by the customer (1272211) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.